Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause is user's test strip had poor storage.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 90-138mg/dl fasting. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Customer ran a blood glucose test on (B)(6) 2015 @ 10:19pm and got result lo, (fasting). Customer did not have any strips left.